Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient's husband reported that the patient had a wound under the front therapy electrode. The patient's skin was red and draining. The patient's physician prescribed a lotion and ointment to use on the irritation. Follow-up indicated that the irritation had improved after using the lotion.